Event description:
It was reported patient underwent an anterior cruciate ligament procedure on (B)(6), 2012. Subsequently, patient underwent a local incision procedure on (B)(6), 2013 to remove the tunneloc peek due to it had backed out.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 3 states, "bending, fracture, loosening, rubbing, and migration of the implant may occur as a result of excessive activity, trauma, or load bearing."